Manufacturer narrative:
The na electrode lot number is ns 31244047. The expiration date was not provided. The customer used a non-roche reference electrode with the roche reference electrode housing. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium (na) results from multiple patient samples tested on the electrolyte analyzer w/o starterkit 9180. One example of discrepant results was provided: the high result was 130 mmol/l. The low result was 117 mmol/l.

Manufacturer narrative:
In b5 describe event or problem, the first line should have been: "the initial reporter received questionable sodium electrode results from multiple patient samples tested on the roche 9180 electrolyte analyzer." Instead of : "the initial reporter received questionable sodium (na) results from multiple patient samples tested on the electrolyte analyzer w/o starterkit 9180." The field service engineer confirmed that the event was caused by the incorrectly tightened third-party/non-roche reference electrode with the analyzer's reference electrode housing. The investigation determined that the event was consistent with the customer's use of a third-party/non-roche reference electrode in the analyzer's reference electrode housing.